Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient alleges patient underwent a revision procedure of the right hip on (B)(6) 2012 and the left hip on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels. Patient¿s legal counsel reports presence of gray-white soft tissue was allegedly noted during the right hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01916 / -01919).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient alleges patient underwent a revision procedure of the right hip on (B)(6) 2012 and the left hip on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels. Patient's legal counsel reports presence of gray-white soft tissue was allegedly noted during the right hip revision procedure. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 was due to metal-on-metal hip, pain, and elevated metal ion levels. The patient's operative report noted clear fluid, granulation tissue, and yellowish granulation-like material. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2013 was due to symptomatic metal-on-metal hip and pain. The patient's operative report noted metallosis and granulation tissue. Additional information received in patient medical records noted that on (B)(6) 2012 and (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.